Manufacturer narrative:
(B)(4). A review of records related to the device including complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a laser vision correction patient had surgery on (B)(6) 2018 and presented on (B)(6) 2018 with transient light sensitivity in both eyes(ou) post treatment. The surgery center started the patient with prolensa (nonsteroidal anti-inflammatory drug). It was stated that the patient had no a loss of best corrected visual acuity (bcva). T he surgery center noted the patient states the light sensitivity began about a month ago and has extreme light sensitivity outdoors with wearing sunglasses. The patient stated there was minimal discomfort indoors. The patient reported the symptoms are not interfering with daily activities. Bcva from (B)(6) 2018: right eye pre-op 20/20 2.00 x .00 x 90; left eye pre-op 20/20 2.25 x -.25 x 150. Bcva from (B)(6) 2018: right eye post-op 20/20 .00 x .00 x 90; left eye post-op 20/20 -2.50 x -.25 x 125.